Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was moderately calcified and heavily tortuous and 90% stenosed. The 2.75x23mm xience skypoint stent system was advanced, but resistance was met and the device failed to cross the lesion. Resistance was noted during device removal. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.